Event description:
It was reported that during a device replacement procedure, markings on the inner insulation of the lead were noted, the outer insulation was intact. All electrical measurements were normal. Lead remains implanted. Patient was doing well following the procedure.